Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there is reasonable evidence suggesting that this right atrial (ra) lead had a dislodgement shortly after implant procedure. The dislodgement was confirmed through chest x-ray. High pacing thresholds were also observed. As the patient used a small percentage of right atrial pacing, the medical doctor decided to turn off ra pacing and programmed the device to pace only at the ventricle. This lead remains in service. No additional adverse patient effects were reported.